Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image and session records indicated the device was operating in high output mode. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining projected longevity.

Event description:
It was reported, the device battery depleted faster than anticipated. At interrogation prior to the device replacement procedure, a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and a dislodgement was observed. The device was explanted and replaced and the ra lead was capped and replaced to resolve the event. The patient was stable.